Event description:
Customer reported not observing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer's blood glucose level was within normal range, with no adverse impact reported. Technical support assisted by providing necessary instructions and guidance, enabling the customer to complete the loading process successfully and resume insulin administration.